Manufacturer narrative:
Reported event of capturing problem and premature discharge of battery were not confirmed. The device was received with battery voltage above eri level. Analysis of device image revealed device being programmed to high field settings. Further analysis performed in nominal settings did not find any anomaly. Output verification in field settings are within tolerance. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the battery of the patient's pacemaker (pm) depleted early due to a high threshold noted in the right ventricle. The patient was asymptomatic. The pm is awaiting explant. Further information was requested but not received.

Event description:
New information received notes that the device was explanted. No information regarding adverse patient consequences were reported.